Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va03kne, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient experienced pain and throbbing in her labia which the patient thought began on the day of report, but also indicated had been occurring for months. It was noted that the patient needed to turn off the implantable neurostimulator (ins) as the doctor ordered. The patient was getting therapy benefit and was in a short term rehab center at the time of report. Follow up information received from the healthcare professional (hcp) reported the cause of the event was that the patient had some confusion (patient was age (B)(6)) and they had their "aps too high." The impedances on the ins system were checked on (B)(6) 2013 (no results reported) and the amplitude was reduced. The patient could feel sensation in her vagina. No hospitalization was noted and the patient recovered with no injury. The patient planned to return to the office for a checkup. It was also noted the patient had retention issues on and off. The indication for use of the implanted device was noted as urinary dysfunction/sacral nerve stimulation. If additional information is received, a follow-up report will be sent.